Manufacturer narrative:
The event occurred in the another country.

Event description:
Customer reported low blood glucose symptoms with result of 29.0 mmol/l obtained on the advantage plus system. Customer was treated with a banana, but low blood glucose symptoms did not improve. Paramedics arrived 30 minutes following reported meter result, and obtained a value of 3.2 mmol/l on professional device. Customer was re-tested on the advantage plus system with result of 16.4 mmol/l within 10 minutes of professional result. Customer was given a candy bar and taken to the hospital; his current condition is not known. Requested return of suspect device, however, customer has discarded the test strips.